Manufacturer narrative:
Information was discovered indicating that the reported issue was found outside of clinical use. No patient was on the unit. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the unit occasionally stops working. The device was in use; no patient or user harm reported. The customer confirmed the reported failure. As the equipment is out of warranty, the customer doesn't want to pay for repairs. If the customer decides to have this device evaluated and repaired by philips at a later date, this case will be reopened for investigation and a follow up report will be submitted.